Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, the device was found to be in back up vvi mode. Device code download was performed successfully. Patient will be monitored.